Manufacturer narrative:
The complainant shared the impella rp flex device was discarded as it was thought there was no issue with the device, and also stated the ingestion of particulate was likely chronic clot that came from an old pacemaker pacing lead. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted, as elective placement, with an impella rp flex for mechanical circulatory support. Following the implant, the motor current spiked momentarily at performance level p-8 and flows dropped to 2.2 liters per minute. Flows did not recover and the patient's urine began to turn red. The pump was weaned and explanted. Upon explant, a fibrous yellow clot was noted at the inflow cage. The patient was noted to be in stable condition following the event.